Event description:
Device malfunction: foot break. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that the trained physician attempted arteriotomy closure using the perclose at device after an interventional procedure. Only the link came out with the plunger and the device was difficult to remove from the pt and was removed with force. After the device was retrieved a foot break was reported. About 4mm length of the posterior foot was separated. Closure was achieved with a second device. There was no adverse event and no add'l info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including patient information and patient status from the hospital, field contact or distributor. The device is expected to be returned for evaluation. It has not yet been received.